Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep eval the system and replaced the gpos and rtos single board computers and replaced the hard drive. The system operates as intended.